Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported receiving a cgm value of 65 mg/dl while at the store. Her low bg alert threshold was set at 70 mg/dl. At an unspecified time later, the patient was in her vehicle and ¿felt weird¿. The patient reported waking up (after having lost consciousness) in an ambulance. In the ambulance, she was told her bg meter reading was 38 mg/dl. No cgm comparison value was reported at this time. The patient alleged that she did not receive her urgent low alert on her dexcom receiver once her cgm value reached 55 mg/dl. The patient had been treated with IV ¿sugar water¿, given a sandwich and was transported to the emergency room (ER). At the ER, around 8-9pm, the patient¿s cgm was reading around 98 mg/dl. No bg meter comparison value was reported at this time. The patient reported her heart was ¿checked¿ and that she was discharged home after approximately three hours when her bg level reach 300 mg/dl (it was not specified if this was a bg meter or cgm value). The patient made no allegation of a cgm inaccuracy issue. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.